Event description:
Asap too study. It was reported a pericardial effusion occurred. The patient was enrolled into the study on december 12, 2018. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2018, the patient experienced an episode of hypotension/dizziness. A transthoracic echocardiogram (tte) was performed and revealed moderate pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. It was further reported that the patient underwent a laa closure procedure on (B)(6) 2018. The tee performed on (B)(6) 2018 showed no evidence of pericardial tamponade. The pericardiocentesis performed on that same day was complicated by further hemopericardium from right ventricle (rv) puncture, yielding 1.5 liters of blood. A pericardial drain was placed and 12500 cc bloody pericardial fluid was drained. The patient was transfused with 2 units of packed red blood cells and 2 units of platelet. On (B)(6) 2018, the pericardial drain was removed and the patient remained hemodynamically stable without tamponade physiology and the need of further oxygen requirements. Post removal tee revealed decrease in the size of the pericardial effusion. The patient was started on lopressor 12.5 mg with hr 90-100s. On (B)(6) 2018, a tee was performed which showed minimal pericardial effusion and probable small pericardial hematoma anterior to rv. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel. It was corrected that the implant procedure was on (B)(6) 2018 where a 33mm watchman laa closure device was implanted with complete laa seal and deployed device diameter of 26.2 mm.

Manufacturer narrative:
The reported patient identifier is (B)(6). Implant date updated from (B)(6) 2018.

Manufacturer narrative:
The reported patient identifier is (B)(6).

Event description:
Asap too study. It was reported a pericardial effusion occurred. The patient was enrolled into the study on (B)(6) 2018. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2018, the patient experienced an episode of hypotension/dizziness. A transthoracic echocardiogram (tte) was performed and revealed moderate pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. It was further reported that the patient underwent a laa closure procedure on (B)(6) 2018. The tee performed on (B)(6) 2018 showed no evidence of pericardial tamponade. The pericardiocentesis performed on that same day was complicated by further hemopericardium from right ventricle (rv) puncture, yielding 1.5 liters of blood. A pericardial drain was placed and 12500 cc bloody pericardial fluid was drained. The patient was transfused with 2 units of packed red blood cells and 2 units of platelet. On (B)(6) 2018, the pericardial drain was removed and the patient remained hemodynamically stable without tamponade physiology and the need of further oxygen requirements. Post removal tee revealed decrease in the size of the pericardial effusion. The patient was started on lopressor 12.5 mg with hr 90-100s. On (B)(6) 2018, a tee was performed which showed minimal pericardial effusion and probable small pericardial hematoma anterior to rv. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel. It was corrected that the implant procedure was on (B)(6) 2018 where a 33mm watchman laa closure device was implanted with complete laa seal and deployed device diameter of 26.2 mm.

Manufacturer narrative:
The reported patient identifier is (B)(6). Corrected implant date from on (B)(6) 2018 to on (B)(6) 2018.

Event description:
Asap too study. It was reported a pericardial effusion occurred. The patient was enrolled into the study on (B)(6) 2018. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2018, the patient experienced an episode of hypotension/dizziness. A transthoracic echocardiogram (tte) was performed and revealed moderate pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. It was further reported that the patient underwent a laa closure procedure on (B)(6) 2018. The tee performed on (B)(6) 2018 showed no evidence of pericardial tamponade. The pericardiocentesis performed on that same day was complicated by further hemopericardium from right ventricle (rv) puncture, yielding 1.5 liters of blood. A pericardial drain was placed and 12500 cc bloody pericardial fluid was drained. The patient was transfused with 2 units of packed red blood cells and 2 units of platelet. On (B)(6) 2018, the pericardial drain was removed and the patient remained hemodynamically stable without tamponade physiology and the need of further oxygen requirements. Post removal tee revealed decrease in the size of the pericardial effusion. The patient was started on lopressor 12.5 mg with hr 90-100s. On (B)(6) 2018, a tee was performed which showed minimal pericardial effusion and probable small pericardial hematoma anterior to rv. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel. It was corrected that the implant procedure was on (B)(6) 2018 where a 33mm watchman laa closure device was implanted with complete laa seal and deployed device diameter of 26.2 mm.

Manufacturer narrative:
The reported patient identifier is (B)(6).

Event description:
(B)(6) study. It was reported a pericardial effusion occurred. The patient was enrolled into the study on (B)(6) 2018. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2018, the patient experienced an episode of hypotension/dizziness. A transthoracic echocardiogram (tte) was performed and revealed moderate pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion.

Event description:
Asap too study. It was reported a pericardial effusion occurred. The patient was enrolled into the study on (B)(6) 2018. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2018, the patient experienced an episode of hypotension/dizziness. A transthoracic echocardiogram (tte) was performed and revealed moderate pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. It was further reported that the patient underwent a laa closure procedure on (B)(6) 2018. The tee performed on (B)(6) 2018 showed no evidence of pericardial tamponade. The pericardiocentesis performed on that same day was complicated by further hemopericardium from right ventricle (rv) puncture, yielding 1.5 liters of blood. A pericardial drain was placed and 12500 cc bloody pericardial fluid was drained. The patient was transfused with 2 units of packed red blood cells and 2 units of platelet. On (B)(6) 2018, the pericardial drain was removed and the patient remained hemodynamically stable without tamponade physiology and the need of further oxygen requirements. Post removal tee revealed decrease in the size of the pericardial effusion. The patient was started on lopressor 12.5 mg with hr 90-100s. On (B)(6) 2018, a tee was performed which showed minimal pericardial effusion and probable small pericardial hematoma anterior to rv. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
The reported patient identifier is (B)(6). Corrected implant date from (B)(6) 2018.